Manufacturer narrative:
No product was returned for investigation. Add¿l info (i.e. Regarding the pt(s), problem description, related data/details) pertaining to this event was requested but the info was not available. Icy-3 catheters in dwell time maximum approved is 4 days. Customer has been keeping icy-3 catheters in for longer than 4 days in violation of the labeling. Thus, it is probable that the customer reported dvt issues were caused by usage beyond the approved in dwell time. Furthermore, venous thrombosis is a known complication with any intravascular catheter therapy. The IFU for the icy-3 catheter includes dvt as a potential complication.

Event description:
He has had 2 more cases of thrombolysis last week (so 4 in total) but I know he is leaving the icy longer than 4 days in those cases. He will buy the cool line for normothermia and try that instead of leaving icy longer than recommended.